Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the g5 mobile application had no audible alerts or push notifications on (B)(6) 2016. There was no report of injury or medical intervention. No additional patient or event information is available.